Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of auto mode switch due to far-field r-wave oversensing and myopotential oversensing were observed. Programming changes were recommended. The patient received no consequences.